Event description:
The customer reported that during a hernia diaphragmatic procedure, the instrument did not seal correctly and kept bleeding with no alarms.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.